Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. No absence of occlusion alarm/insulin flow blocked alarm noted during the testing. The insulin flow blocked alarm functioning properly. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 04/25/2024 to 06/14/2024 and 06/25/2024. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event dates of (B)(6) 2022. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event dates of (B)(6) 2022 in the formatted history file. In further full review of the pump history/traces on the event date of (B)(6) 2024, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2024 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date(B)(6) 2024 in the formatted history file. Lostsensor1alert (780) was found on: (B)(6) 2024 sensorerroralert (801) was found on: (B)(6) 2024 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was found on: 06/08/2024 11:38:15.000 06/08/2024 11:39:03.000 failed battery alert/battery failed alarm was found on: 06/08/2024 11:38:55.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 12-jun-2024 at 5:04:00 pm. There was no power data available for the date of 08-jun-2024. Unable to check power data for failed battery alert/battery failed alarm. No unexpected failed battery alert/battery failed alarm noted. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a scratched, a cracked case-corner of belt clip rails near the battery tube compartment and a cracked belt clip rails. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery anomaly and absence of no delivery alarm/insulin flow blocked alarm were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump was under delivering and the device test failed. The customer reported blood glucose value of 445 mg/dl. The customer reported hyperglycemia, hyperglycemia treated with manual injection/insulin pen, IV insulin drip. Troubleshooting was identified. The event involved product(s) mmt-342, mmt-431ah and mmt-1884. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. Mmt-342 was requested and the customer response was the device will be returned, mmt-431ah was requested and the customer response was the device will be returned and mmt-1884 was requested and the customer response was the device will be returned.